Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing the ruby coil through the microcatheter, it unintentionally detached within the introducer sheath and was removed. The procedure successfully continued using a new ruby coil and another manufacturer's product. There was no report of an adverse effect to the patient.